Event description:
Follow-up identified the previous lead revision occurred on (B)(6) 2016. Reportedly, therapy was effective postoperatively.

Manufacturer narrative:
'Additional surgery' information was inadvertently reported.

Event description:
Per further review an additional surgery was not planned.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was enrolled in a clinical study and consequently the lead (s) migrated following a massage. As a result, surgical intervention was undertaken on (B)(6) (year unknown) wherein the lead was revised. Follow-up revealed the patient was without therapy. Subsequently, an additional surgery may be undertaken to further address the issue. Note: model/brand as well as the exact quantity of the alleged device is unknown at this time.